Event description:
I had the essure procedure done back in 2011 at the age of (B)(6) after that I began having problems with pain and couldn't pick my kids up or move for many months until I had to have a hysterectomy 6 months later I still have problems many years later all caused from this device I am going through menopause at the age of (B)(6) which is horrible if only I would have known the symptoms of this I would have never taken this route...